Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. Subsequently this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis; however, investigation findings are not available at time of submission of this report. A supplemental report will be submitted once results become available.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. Subsequently this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. Additional information was received indicating that before explanting the pacemaker an x-ray was performed to evaluation this pacemaker system performance. Furthermore, a call from the patient was received stating that the device longevity was abruptly decreased by five years. Other than the intervention no additional adverse patient effects were reported. This device has been returned for analysis.